Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: canada. H6 component codes: proposed annex g code: mechanical (g04) -drill. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that after surgery it was discovered there were fractures on the central post reamer. The patient did not retain any foreign particle from the fractured device. There was no reported harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual inspection confirms that the tip of the reamer is cracked in two spots. There are burrs and nicks at the tip of the reamer. There is galling on the shaft of the part. Some of the galling makes reading the item number illegible. There are dings on the cutting flutes. The lot number is confirmed to match the complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.